Event description:
The customer reported that when a pt went into vfib, the central station alarm volume was set to the minimum level and the visual v-tech alarms were not noticed by the user. The pt expired. The customer did not provide the exact date of the incident or any pt information.